Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2012851: (B)(4) items manufactured and released on 06-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot. 2102557 batch review performed on (B)(6) 2022: lot 2102557: (B)(4) items manufactured and released on 18-may-2021. Expiration date: 2026-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a cup impingement, there was a lot of tissue surrounding the cup. At 7 months from the primary the surgeon revised the medacta cup to a competitor cup and revised the medacta head and liner to a medacta head, and liner. The surgery was completed successfully.